Event description:
It was reported that this was an elective percutaneous coronary intervention to a vein graft. There was no abnormal resistance felt during advancement of the guide wire. The vessel was tortuous, but not excessively calcific. The whisper guide wire had fractured in a graft (internal mammary) after repeated attempts to remove it from inside a non-abbott otw balloon dilatation catheter, in which the guide wire had become stuck during advancement. Additionally, it was also reported that because the guide wire stuck to the balloon catheter, that the devices may have snagged on a stent implant placed during a previous intervention. The proximal guide wire segment was able to be successfully removed by pinning it to the inside of the guide catheter with a coronary balloon. The middle portion of the guide wire was noted, after injection of contrast, in the mid right coronary artery. At this point, the patient required CPR and attempts to remove the separated 10 mm guide wire segment was abandoned. The balloon catheter had seemingly also traumatized a distal posterior lateral graft site and the patient had sustained cardiac arrest, but was transferred to the intensive care unit after three hours of resuscitation. The patient remained in hospital; however, died on (B)(6) 2011. The physician commented that he believed that the patient death is not related to the guide wire fracture, but rather from the trauma caused by the balloon catheter to the vein graft. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Inflation: boston scientific, guide cath: cordis, sheath: cook. The customer reported the device was discarded. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Factors that may contribute to the inability to advance the catheter over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. The design of low profile devices has resulted in minimal clearance between the guide wire and the catheter. In certain circumstances, such as during high pressure balloon inflations, manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearances can be reduced to an undesirable level. An attempt to move the wire in this reduced clearance condition can cause the coils to bunch up, increasing the diameter of the guide wire, which in the extreme condition can cause coil overlap. If the resistance is not reduced and continued force is applied to the system, the result is permanent deformation of the wire and/or guide wire lumen which will prevent successful manipulation of the device. There was reported interaction with a previously implanted stent, which may have led to the reported difficulty manipulating or removing the guide wire and catheter. Guide wire separation may occur when the wire is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. A wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as described. Any additional attempts to retract the wire in this trapped state would exceed design limits and cause the reported separation. It was reported that the guide wire may have snagged on a previously implanted stent. The force used attempting to remove the guide wire from the stent may have led to the separation. The reported foreign body being left in the patient and delay in treatment were results of the guide wire separation. The reported cardiac arrest, death, and hospitalization and relation to the reported device issue could not be determined. The lot history record review and similar incident query was not performed because the part and/or lot number was not reported and the product was not returned for analysis. During production, all guide wires are inspected for outer dimensions and separations. There is no indication of a product quality deficiency.